Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD), implanted 41 months, displayed an elective replacement indicator (eri) and was explanted. There were no allegations against device longevity or device function.